Event description:
It was reported that issues started three (3) years ago with tissue receding around the implant at tooth site #3. The patient was recommended to use a water pick due to pressure and swelling. The implant remained implanted, however antibiotics were prescribed due to peri-implantitis. The date of treatment of antibiotics is unknown as they were prescribed by a different doctor. Symptoms as a result of the event: inflammation.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(6). A2: age and date of birth unknown / not provided a4: weight unknown / not provided b3: date of event unknown / not provided d1: brand name unknown / not provided d4: catalog and lot number unknown / not provided e1: last/given name unknown / not provided g4: PMA/510(k) number not available a summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: g4: additional PMA/510(k) number ¿ k101880.

Event description:
No additional event information received at the time of this report.